Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was associated with a return of pain and a reported impedance issue. High impedance of 40000 was reported on electrodes 9, 11, 12, 13, and 15, and it was stated that the high impedance was not observed on the day of surgery. The issue was ongoing. Troubleshooting was performed with an attempt to reprogram using the 0¿7 lead. No serious adverse outcomes were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.